Event description:
The customer reported that her insulin pump is damaged at the escape button. The customer also reported being hospitalized due to diabetes ketoacidosis, dehydration, and heart attack. The customer stated that she was vomiting, and her blood glucose reading was 533mg/dl. The customer was treated with the insulin pump and manual injections. Troubleshooting was performed. The time and date on the insulin pump were correct. The customer stated that the infusion set was changed to resolve the issue. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube and reservoir lip.